Event description:
I had breast implant replacement and breast lift surgery at doctors plastic surgery in 2016. After that I began having headaches, slow healing of wounds and general feeling of being not well. Shortly thereafter I started getting hot flashes and losing weight. I was hospitalized in 2020 with the lowest tsh of .005. I was diagnosed with graves and still have complications and headaches. Weight issues etc. I just found out about this correlation and would like to let the FDA know so more research can be done on this. I think it's real and an issue amongst the breast implant community. It should be taken seriously I didn't and now I've paid for it for almost twenty years of my life. FDA safety report ID #(B)(4). .